Event description:
Rt marked bleed/incipient rupture. A 55 yr old white g3p3 female status post rt modified radical mastectomy in 1987 for stage I breast cancer. No evidence of disease since. Pt had staged reconstruction w/expanders 9/87 replaced 1/9/90 w/replicon. Pt complained of deformity, poor result, & painful contracture, as well as, arthralgias, myalgias, dysesthesia, fatigue, sweats neurocognitive problems, and gastrointestinal/genitourinary problems. Pt had some pre-existing problems including: multiple fractures with cervical disc disease, otherwise healthy. Mammogram 1-4-93 was within normal limits. Exam showed positive grade iii contractures. Surgery done 2-23-94 positive for marked bleed w/missing gel (weight 52cc) w/marked histocytic changes in thickened capsules as well as granulomatous changes.